Manufacturer narrative:
(B)(4). The pump was returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
Catheter (B)(4) was replaced (reason unknown). Afterward the pt never had pain relief. The pump was explanted (B)(6) 2011. The catheter was partially removed on (B)(6) 2011. They were both replaced (B)(6) 2011. There was a large capsule of fluid collected in the spinal space at that time. The pump was used to deliver dilaudid and bupivacaine. The pt recovered without sequela. There was no injury associated with the event. There was no rotor study or dye study performed associated with the event. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.